Event description:
It was reported that when the device was interrogated the high rate episodes list came up, but when attempting to access the electrograms an "invalid data" message appeared. Also the list showed two ventricular high rate episodes with rates greater than 400 beats per minute and the patient was not symptomatic so external noise was suspected. It was noted that testing of the lead showed stable thresholds and impedances and that noise could not be reproduced. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.